Manufacturer narrative:
The cartridge associated with the event was discarded by the user. A review of the device history record (DHR) was unable to be completed as the cartridge lot number was not provided. The cause of a broken/damaged luer connector may be due to excessive force used by the operator or a wetted connection. Nxstage disposable products include standard luer components widely used throughout dialysis industry.

Event description:
A report was received on 13 aug 2019 from a nurse manager regarding a (B)(6) year old male patient whose arterial line broke off during continuous veno-venous hemofiltration treatment on (B)(6) 2019. The patient required removal of the affected catheter and placement of a central venous catheter at an alternate site. No symptoms were reported.